Manufacturer narrative:
The customer flushed the ports of the eic and tried replacing the quad ring, but did not resolve the issue. The customer also tried replacing the eic with a used one, but the leak still occurred at the bottom of the eic. A field service engineer (fse) was dispatched and replaced the eic bottom and the eic valves.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the electrolyte injection cup (eic) was overflowing. No injury or operator exposure was reported.